Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("take out left ovary") and experienced abdominal pain lower ("extreme right lower abdominal pain"), ovarian cyst ("ovary cyst/ovary was black, dead"), menopause ("menopause") and scar ("thick scar tissue"). The patient was treated with surgery (surgery). Essure was removed. At the time of the report, the medical device removal, abdominal pain lower, ovarian cyst, oophorectomy, menopause and scar outcome was unknown. The reporter considered abdominal pain lower, medical device removal, menopause, oophorectomy, ovarian cyst and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: new reporter, events: extreme right lower abdominal pain, ovary cyst/ovary was black, dead, take out left ovary, menopause, thick scar tissue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lidocaine for pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), oophorectomy ("take out left ovary") and ostomy bag placement ("I was left with an ostomy") and experienced abdominal pain lower ("extreme right lower abdominal pain"), ovarian cyst ("ovary cyst/ovary was black, dead"), hot flush ("hot flashes"), scar ("thick scar tissue") and procedural complication ("surgery to remove ovary had complication"). The patient was treated with surgery (surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, abdominal pain lower, ovarian cyst, oophorectomy, hot flush, scar, procedural complication and ostomy bag placement outcome was unknown. The reporter considered abdominal pain lower, hot flush, medical device removal, oophorectomy, ostomy bag placement, ovarian cyst, procedural complication and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: essure removal added. Concomitant drug added. Events added: surgery complication and ostomy placement. Event menopause was replaced with hot flashes based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.